Manufacturer narrative:
Unique identifier (UDI)#: (B)(4). Approximate age of the device-2 years and 2 months. No further information was provided. A supplemental report will be submitted when the manufacturer''s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2015. It was reported that the patient presented with new onset of word finding for a few hours. The CT-scan showed a new ischemic stroke that was hypoattenuation of the left frontal periventricular and subcortical white matter. The inr was 1.8 and the patient was previously off of aspirin. The vad parameters were stable, no treatment was given, and the mean arterial pressure goal increased to 85-90 mm/hg. There was minimal residual effects of word finding still exist. No further information was provided.

Manufacturer narrative:
A direct correlation between the left ventricular assist system (lvas) and the reported ischemic stroke could not be determined through this evaluation. The instructions for use lists stroke as a potential adverse event associated with use of the heartmate ii left ventricular assist system. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.